Event description:
Pt underwent cataract surgery on 2/26/97, and a staar model aa-4203vf intraocular lens was implanted. However, the dr stated that the lens ejected too fast and tore the posterior capsule bag. The surgeon noticed vitreous loss and performed a vitrectomy. The lens was removed another lens style was implanted.